Event description:
It was reported that the pt was implanted in 2003 but the device was only partially inserted to electrode 6. Her performance has deteriorated to 20% and electrode channels 6-12 are hi (likely extracochlear). The pt was bilaterally implanted in 2008 reports a significant improvement on that side (75%) causing her to request the right side be revised in the hopes that it will improve, even though the device was fully functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.